Event description:
During an atrial fibrillation procedure, xray revealed the sinus catheter was entangled in the advisor¿ hd grid mapping catheter and the grid was unable to be removed from the introducer. The sinus catheter was removed from the patient, followed by the hd grid without intervention. Upon removal, one of the splines was noted to be broken.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing and splines were corrugated and torn. The paddle was returned cut from the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the removal difficulty, torn pellethane tubing, and cut shaft remains unknown.